Event description:
Device evaluation revealed a degraded and cracked downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked and degraded. Service history identified the complaint was not related to a previous service of the device within the review period. The service history was reviewed. Functional testing was performed. The dso seal was replaced and the dso sensor was calibrated. Unit passed all testing after the repair.